Event description:
It was reported that during a supply change the user could not select ¿yes,¿ performed a restart in the ilet app, and the device executed a factory reset after being powered off for several days; the user then initiated setup independently, later requested a replacement device, and requested replacement supplies attributed to wastage. Symptoms included no clinical symptoms. Outcomes included no impact to health and no medical intervention. Investigation included device replacement logistics, instructions to shut down the device to avoid further alerts, confirmation that data would not transfer to the replacement, and guidance to sync data to the mobile app and to continue cgm use. Investigation of this case revealed a device operational issue manifesting as screen or input unresponsiveness and an unintended factory reset, with the device to be returned for assessment. It was concluded, based on previously established findings for similar reports, that the cause was undetermined pending device evaluation.